Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report it was not reported if the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritenonitis occurred on an unspecified date in 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.